Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to corroded motor home switch. The excessive no delivery alarm was unable to be verified due to motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.